Manufacturer narrative:
Device not returned.

Event description:
It was reported that the usb charger cable was frayed and damaged, and could not be inserted in the pump usb port. There was no reported adverse impact to customer¿s blood glucose level. A replacement cable was sent to the customer to address the issue.